Manufacturer narrative:
The initial MDR 1226181-2016-00447 was filed on (B)(6) 2016. Additional information (10/05/2016): a siemens headquarters support center (hsc) specialist reviewed the data supplied. Hsc determined the cause of the discordant, falsely negative human chorionic gonadotropin results to be a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc the calibration and quality control (qc) was in range. Siemens is investigating the event.

Event description:
A discordant, falsely negative human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max with hm (serial number (B)(4)) instrument. The initial result was reported out to the physician(s), who questioned the result. The patient was sent to an alternate lab resulting borderline negative. The alternate lab repeated the same sample resulting positive. The customer then repeated the original sample on the original instrument in duplicate, resulting positive for both tests. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely negative human chorionic gonadotropin result.